Event description:
It was reported that the device showed an hvlic alert increase. The patient's daughter reported the device vibrating. Noise was observed on the channels during isometric testing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.